Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: during investigation, the keypad was found to be undamaged but all the buttons were unresponsive. The keypad was opened and there were no contaminants found under the contacts. The pump was opened and there was moisture damage found on the keypad flex connector. Unrelated to the original complaint, the battery compartment was observed to be cracked.